Event description:
I've had the essure method put in (B)(6), 2008 and have had nothing but problems with my menstrual flow. I have had bad menstrual cramps since. I had to get "d & c" and thermal ablation, due to the fact I couldn't stop bleeding. I still got my period back, I've been having problems with my period since. It hurts in my lower abdomen when I have sex it feels like someone is stabbing me. I have really bad pms now. My periods last longer than normal. Has only gotten worse since, I've been passing large clots. I get bad headaches with my period. My period can last 7-14 days where as before it only lasted 3-5 days and I hardly noticed it came. Nothing has been right with me since. I was normal before those. I've asked several gynecologists including the one who put them in about the coils and could this be causing my problems. Naturally I get told no but no tests are done to prove it's not from the coils. I'm telling you I didn't have problems until essure. I am now looking at a hysterectomy, I don't want one. I'm only (B)(6). I really just wish a doctor would take the coils out and see if my symptoms go away. I will get second and third opinions before I get a hysterectomy. Please investigate these coils further. Oh also last time I checked into these coils mine would have been made of nickel and an allergy test should have been done before placing the coils and wasn't. I know I can't wear cheap jewelry. I know now they don't use nickel anymore. All I want is these things took out and to try that and no one will listen. So tired of hearing no it can't be that.

Event description:
Additional info received from the reporter on 3/24/2014: caller reports that because of essure, her tubes are falling dilated and her uterus is messed-up. She is due a hysterectomy on (B)(6) 2014 her dr. Tested her and reported she is allergic to nickel and titanium. All found in essure.